Event description:
It was learned during literature search review that seven months post implantation of a cypher stent in the left anterior descending (lad) artery and right coronary artery (rca), the pt presented to the emergency room with chest pain. A thallium stress test demonstrated ischemia. Angiography revealed ectatic areas around the drug-eluting stent in both the lad and the rca. Intra-vascular ultra sound (ivus) revealed mal-apposition and aneurysmal dilation of both stents. The aneurysmal dilatation of the lad was 20mm long. A proximal edge stenosis was observed in the lad and was treated with a bare metal stent. The pt will be closely followed by with repeat angiograpy and ivus to assess the potenital progression of the aneurysms.